Manufacturer narrative:
Evaluation of the returned pod coil revealed that the embolization coil was detached from its pusher assembly, and the complaint was confirmed. The probable cause of the reported failure was likely due to forceful advancement of the device against resistance. The complaint indicated that resistance was experienced after forming and retracting the pod coil several times, and the pod coil unintentionally detached inside the lantern. If the pod coil is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. The detached embolization coil likely occurred from the pusher assembly fracture. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance after forming and retracting a pod coil several times. Subsequently, the physician noticed that the pod coil unintentionally detached inside the lantern when the delivery wire was pulled. Therefore, the lantern containing the detached pod coil was removed. The procedure was completed using two pod coils, three pod packing coils (pod pcs) and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report: 3005168196-2021-02366. Section h. Box 6. Device code 2.